Event description:
It was reported that the user became disconnected from the ilet pump during a prolonged shower, after which the caregiver contacted support and was assisted in reconnecting the infusion set to the pump, with no further assistance required; an ilet alert 319 was noted during the event. Symptoms included hyperglycemia while disconnected, with blood glucose beginning to decline by the end of the call after reconnection. Outcomes included no hospitalization and resolution underway following restoration of insulin delivery. Investigation included customer service troubleshooting and education on reconnection of the infusion set and pump. Investigation of this case revealed no device malfunction and indicated user-related interruption of insulin delivery due to disconnection. It was concluded, based on previously established findings for similar reports, that the cause was use error and cause unclear for the transient hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.